Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos in support of this complaint. Therefore, 100 retentions were visually inspected with no issues being identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes had three foreign matter in the tube. There was no report of impact to patient or user.